Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient was at the store, lost consciousness, and fell on the floor. A bystander called ems and when paramedics arrived the bg finger stick was 22 mg/dl and the cgm remained at 79 mg/dl. After treatment which included IV fluids the patient regained consciousness. A second bg finger stick was 99 mg/dl and the cgm value was 99 mg/dl. After the event the patient fully recovered and was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.